Event description:
It was reported by svc report that the brakes were not engaging. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Broken caster stem.